Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device but no clips were moving forward. The patient is fine. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4) empty. The analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through and the orange indicator was over traveled. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. The feeding issues reported could have been cause by the device being empty. The batch record was reviewed and no anomalies were noted during the manufacturing process.